Manufacturer narrative:
Following the conclusion of laboratory testing, a follow-up report will be submitted.

Event description:
Boston scientific formally guidant, received information that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones. Upon interrogation the device displayed a red screen, and is on the list for safety mode fallback due to a specific memory component. The physician successfully reprogrammed the device, and it remained in service. Subsequently, the device was explanted approximately six years later and returned for analysis in the absence of further noted malfunctions. No adverse effects reported. Initial lab evaluation indicates the device did not meet expected longevity estimates. Root cause testing remains ongoing.

Manufacturer narrative:
During product analysis, interrogation indicated that a fallback safety mode had occurred during the implant duration; however, full function restored on (B)(6) 2004, using the recommended programming supplemental tool and the device remained implanted and in service for approximately six additional years. Fallback safety mode (designed in all (B)(4) products) is designed to provide full shocking capability and single chamber bradycardia pacing despite disruption in normal ICD function.

Event description:
--